Manufacturer narrative:
At the time of the reported event, an employee was commanding the table to level position when the table rail became caught on a piece of equipment underneath the table. This caused the table base to lift off the floor subsequently causing the reported event to occur. A steris service technician went onsite to inspect the 4085 surgical table and found no issue with the function or operation of the surgical table. No repairs were required. The reported event is attributed to user error. The area surrounding the table was not properly cleared of all equipment prior to a commanded movement. The 4085 surgical table operator manual states (p. 1-3), "failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." A steris account manager offered in-service on the proper use and operation of the 4085 surgical table, specifically ensuring to keep equipment clear of table during commanded movements; however, the user facility declined.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table tipped. There were no injuries associated with the reported event. The procedure was completed successfully. No report of procedure delay.